Event description:
It was reported that the user experienced fluctuating blood glucose with a documented high and subsequent low after using multiple meal announcements as corrections and frequently pausing the ilet when glucose was near 100, which led to confusion about when and how to announce meals and maladaptation of the algorithm; education was provided, and additional training was scheduled, with recommendations for potential continuous glucose monitor (cgm) target adjustment or factory reset. Symptoms included hyperglycemia and hypoglycemia ranging from 66 mg/dl to 311 mg/dl. Outcomes included no alerts or alarms, no hospitalization, and in-range glucose at the time of the call. Investigation included review of user reports, troubleshooting, and education. Investigation of this case revealed user-driven algorithm disruption due to nonstandard use of meal announcements as corrective actions and frequent automated insulin delivery pauses, with no device malfunction reported; the user also treated lows with oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error, addressed by training and potential device setting optimization.